Event description:
It was reported that during a lower anterior resection procedure, the doctor used the device on the rectum. The reloads did not fire properly. The doctor used four reloads for the case and all reloads could not fire completely. The doctor used another device to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Incomplete firing cycle. Additional information was requested and the following was obtained: on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? - 1st & 2nd & 3rd. Did the device deliver any staples? - partially. Was the staple line complete? - partially. Were the staples formed properly?- what so ever staple formed were complete. Did the device deliver a cut line? - yes. Was the cut line complete?- yes. Was buttressing material utilized? - no. Were any of the forces higher or lower than expected (closing, firing, or opening)?- force to fire was very high the device was received for analysis with no visual non-conformances and with four cartridges reloads present. The cartridge (b) ecr60g was received fully fired. The cartridges (c, d & e) ecr60g was received partially fired consistent with an incomplete or interrupted cycle. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.